Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, partially explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient who was receiving dilaudid with concentration 20 mg/ml at a dose rate of 4 mg/day via an implantable pump for spinal pain. It was reported that during a routine pump replacement procedure due to battery life, the physician indicated that the pump segment looked ¿funny¿ to him and wanted to replace it. The physician wasn¿t sure if he had damaged it with the electrocautery device or if perhaps it had been stretched and bound up too excessively. It was further noted that the patient reported stable therapy and no complaints pointing to a problem with drug delivery, but the physician elected to replace the pump segment. The catheter was partially explanted. The pump portion of catheter was replaced, and the spinal portion of catheter remained implanted and in service. The explanted portion of catheter was in the possession of the company representative and was to be returned to the manufacturer for analysis. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostic tests or troubleshooting was performed. The issue was resolved. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were requested but were unknown / would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Evaluation of implantable catheter serial number (B)(4) revealed no significant anomalies. Analysis identified damage on the catheter body which was consistent with explant damage. The damage did not affect the performance of the catheter in the lab. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for analysis.